Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). It was reported the patient was constipated. The patient later experienced peritonitis and was hospitalized for the event. Per the reporter, the doctors believed the constipation might have caused the peritonitis. During the hospitalization, the patient did not have a fever. Treatment was not reported. Dianeal and extraneal therapies were ongoing. The patient was discharged from the hospital. At the time of this report, the patient's solution was coming out clear and the patient has recovered from this peritonitis event. Same patient as (B)(6).

Manufacturer narrative:
(B)(4)/ this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12c30049, h12c07088, h12e04023, h12g27079 and h12k07082 (product codes (B)(4)). No exceptions were observed that were related to the reported condition.